Event description:
The device was returned for service. During service by baxter, a broken door on channel 2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 04 2007. The facility representative reported "bad pump #2" during bio-med testing. Evaluation summary:the pump was evaluated by a baxter service technician. Inspection of the device found a broken door on channel 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.